Manufacturer narrative:
(B)(4). Boston scientific received information that this local representative contacted ts to request photo review. Image showed what appeared to be a second signal overlaid on the rwaves that ts felt was af. Rwaves appeared to march through every 3rd beat. The patient has no known medical history of af. The patient was sleeping at the time and was not symptomatic. The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, this patient received an inappropriate shock in (B)(6) 2014 due to r-t wave oversensing. The patient was presented to the clinic in (B)(6) 2014 for device assessment. The patient reported that shock delivery had occurred while waking up from sleep. The s-ECG was review and all of the sensed vectors were evaluated. While the primary vector looked optimal, the sensed vector had been programmed to secondary. Another automatic set-up was done, and the selected sensed vector was primary. Ts suggested that the signal amplitudes could be check for variance with postural changes. Additionally, the physician could order an ap and lateral chest x-ray to determine if there had been any changes in system position since implant. The local representative was considering sending a data upload for ts to review. Boston scientific received information from the local representative that per physician's orders, an automatic set-up was performed. The device selected a primary sense vector. No chest x-ray was performed and no surgical intervention was scheduled or planned. Boston scientific received information from a product experience report (per) form. The product experience occurred in (B)(6) 2014 and a boston scientific representative was notified three days later. The local representative reported that this s-ICD system exhibited oversensing associated with delivery of an inappropriate shock. The patient was admitted into the hospital for further evaluation. An automatic set-up was performed and the alternate vector was manually programmed as the primary vector had prominent t-waves. No surgical intervention was planned and no chest x-ray was obtained. The patient did not suffer any complications or irreparable injury.